Event description:
A report was received that the patient underwent a revision due to the ipg eroding through the skin. The skin erosion was attributed to the patient's age and skin health. The patient was reportedly doing well following the procedure.